Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using the unspecified bd ¿ syringe the plunger was difficult to move. The following was received by the initial reporter: consumer reported that the plunger rod is difficult to move. Consumer stated that he is using 6mm, 31g, 1/2ml syringes but did not provide product number or lot #. Verbatim: consumer reported that the plunger rod is difficult to move. Consumer stated that he is using 6mm, 31g, 1/2ml syringes but did not provide product number or lot #. Consumer stated the he re-use his syringes, he became annoyed when I advised on re-use. He then disconnected the call without providing contact information or product information. No additional information to provide. Lot #: unknown. Catalog #: unknown. Date of event: unknown. Samples: availability unknown.

Event description:
It was reported while using the unspecified bd ¿ syringe the plunger was difficult to move. The following was received by the initial reporter: consumer reported that the plunger rod is difficult to move. Consumer stated that he is using 6mm, 31g, 1/2ml syringes but did not provide product number or lot #.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field e.1. The customer's address is unknown. Unknown, new jersey, 00000 USA has been used as a default. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.